Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged during a routine follow-up. As result, the patient underwent a revision wherein the lead was extracted and replaced with an alternate. Additional information stated that the dislodgment was suspected due to high pacing thresholds and was confirmed via flourosocopy. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged during a routine follow-up. As result, the patient underwent a revision wherein the lead was extracted and replaced with an alternate.